Event description:
Customer reportedly obtained results of hi and 124mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect vial, however, customer advised they are not available for return.